Manufacturer narrative:
No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of an electrode and probe placement procedure, the site set the following presets: 1 - ap, 2 - lateral, 3 - 3d spin, 4 - floor, p - park position. The site lined all these up appropriately at the start of the case, but then during the inter-op spin, the posterior part of the head was cut out of the image. This caused no impact to the case as the surgeon was placing leads more anterior. The site reported that for the pre-op 3d scan the 40cm fov was selected in stereotaxy mode and the post-op 3d spin was in the 20cm fov stereotaxy mode. The post-op scan is where they are seeing the posterior portion of the head cut off. There was no delay to the procedure. There was no reported impact on patient outcome.